Manufacturer narrative:
Product analysis results are: the exact cause of the inaccurate delivery of the bifurcate leading to proximal type I endoleak could not be conclusively determined from the image provided. The exact cause of inaccurate delivery of the cuff leading to unintentional coverage of the right renal artery could not be conclusively determined from the image provided. The pre-implant films, films during implant, films that showed the type ia endoleak, implant of the cuff, occlusion of the right renal artery, or stenting of the right renal artery were not provided. Post implant films were not provided. It is possible that the operator's technique or use environment may have contributed.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 4.6mm abdominal aortic aneurysm. It was reported that during the index procedure a type ia endoleak was identified. The cause was related to the bifurcation being implanted lower than expected about 6mm down. The physician added an endurant cuff; however, the cuff was inadvertently placed too high covering the renal artery about 95%. A 6x17 stent was placed at the level of the renal artery. Per the physician's statement, the cause of the inaccurate delivery was related to user error. The type ia endoleak was resolved. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.